Event description:
A customer observed positively biased gentamicin (gent) results for a proficiency fluid while using vitros 5,1 analyzer. No biased pt sample results were reported. There was no report of pt harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation into this event found no evidence to suggest that the vitros 5,1 analyzer or the gent reagent was not performing as expected. The root cause of this event is unk, however, handling of the proficiency fluid could not be ruled out as a contributing factor. It was confirmed that the sample in question was left uncapped on board the analyzer for an extended period of time prior to being assayed. Once the sample was re-tested utilizing the MFR's recommended handling protocol, expected gent results were obtained.